Event description:
Complainant alleged that the operating room clinicans were attempting to defibrillate a patient (age and gender unknown), but the discharge button on the internal handles were difficult to depress. After much effort the clinicians were eventually able to depress the discharge button on one attempt. The clinician was unable to depress the button on any additional attempts. In addition, the complainant reported that the handles were cracked. The complainant indicated that there was no adverse effect on the patient as a result of the report malfunction. The internal operator's manual advises the user to "inspect the internal handle set frequently forsigns of deterioration. Such as cracks, crazing, damaged cables, and damaged switch covers. Replace if deterioration is noted."